Event description:
It was reported the system displayed generator error message and required batteries in the cpu and x-ray controller. This message will likely result in a system shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries need to be replaced. The customer canceled the service call.